Event description:
Empty packing. It was reported that our distributor did incoming goods checking, opened the out box(out box is good), did not open the sterile packing, found the packing was empty as the photo shows. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves one (1) device lockscr ø2.4 self-tap l20 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs, plate, fixation, bone. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 412.820, lot: 6l23934, manufacturing site: grenchen, supplier: n/a, release to warehouse date: september 16, 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil where a visual inspection of the returned device was conducted. The depuy synthes pouch was received without the product inside. The information in the label matches with the article/lot number combination stated in the complaint description. The lot number on the package matches with the lot number of the received complaint. According to the received part, the depuy synthes bag is free of dirt or damages, and the seal is intact at both ends. The check was carried out visually. No screw was present inside the bag. The bag was in closed (unopened) condition and the package sealing at both ends were intact. Based on the investigation results, this complaint is rated as confirmed and as valid. The received unopened bag from the customer was empty (no product inside). It must be due to a manufacturing defect happened in the packaging step. Relevant actions have been taken to address the issue for the issue of empty bags in grenchen site. A dimensional inspection was unable to be performed due to impacted product being an empty pouch . As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.